Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information provided and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. Additionally, based upon the limited information received and investigation performed the cause of the occlusion could be sealant misdeployment. However, without the source documents or the material to perform chemical analysis of the composition, the cause of the reported occlusion could not be conclusively determined. It was reported that the removed substance was not sent to pathology for analysis. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic left heart catheterization on (B)(6) 2010 prior to a scheduled heart bypass surgery (CABG) on (B)(6) 2010. Access was obtained via a 6f procedural sheath at the common femoral artery. Following the procedure, the physician, a trained user of the mynx, chose the device for femoral arterial closure. There was no pre-procedural femoral angiogram taken prior to the closure of the mynx. There was no information provided regarding the deployment of the device. Reportedly, the mynx failed to close the access site (unknown how it failed) so the patient was converted to manual compression and hemostasis was successfully achieved. The patient was admitted overnight in preparation for the CABG. The following day ((B)(6) 2010), it was reported that the patient's foot pulses were weak. A doppler study determined that there was an obstruction at the popliteal artery. Since the surgeon was going to harvest a vein from the leg for the bypass surgery, a cut down was performed at the knee and what was assessed to be mynx sealant was removed. It was reported that the extraction of the alleged sealant went fine. No additional information could be obtained.